Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep was present during a hip case. The surgeon was performing primary hip surgery due to a fracture that could not be repaired using wires. The surgeon was tightening the locking screw when the screw snapped. The surgeon decided to leave the portion of the broken screw in situ as it appeared to be functioning and the patient had been under anaesthetic for a long time already, prior to this reported incident. The remaining portion of the screw was retrieved and the surgeon was happy that it had not fragmented further. The surgeon could not confirm if there would be any adverse consequences for the patient in the future due to this issue. The surgical delay was estimated to be 5 minutes only.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. "The returned device was examined with the aid of a stereo microscope. The fracture occurred at the first thread of the threaded portion of the bolt. Nothing remarkable of note was observed on the other areas of the bolt." The material analysis concluded: "the bolt broke in torsional overload with the fracture propagating in the clockwise direction. This is consistent with in-service use. Eds analysis indicated the bolt is consistent with (B)(4) alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was not performed because no medical information was provided. No adverse consequences to the patient were reported. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and determined that the bolt fractured due to a torsional overload and concluded that "no material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If further information becomes available, this investigation will be re-opened.

Event description:
The sales rep was present during a hip case. The surgeon was performing primary hip surgery due to a fracture that could not be repaired using wires. The surgeon was tightening the locking screw when the screw snapped. The surgeon decided to leave the portion of the broken screw in situ as it appeared to be functioning and the patient had been under anaesthetic for a long time already, prior to this reported incident. The remaining portion of the screw was retrieved and the surgeon was happy that it had not fragmented further. The surgeon could not confirm if there would be any adverse consequences for the patient in the future due to this issue. The surgical delay was estimated to be 5 minutes only.